Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the hemopro stopped working. The power supply would not work at all. The cvor director tested the power supply with a non-sterile hemopro and a new cord and it worked. The lights were on adn it was beeping and smoke was coming from the tip when activated. The hosp did not report any pt effects.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Since the is an OEM supplied device, a lot history review is not applicable. (B)(4).